Manufacturer narrative:
Product ID: 3889-28, lot#: va0fcsr, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the rep had notes that for a previous lead revision for the patient, a portion of the lead (documented specifically as "electrodes only") was left implanted in the patient. Troubleshooting was not required. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the lead break was the doctor pulling too hard during removal. No further action was going to be taken, the issue remained unresolved.